Event description:
The physician inserted the 8x60 protege everflex into iliofemoral artery. The stent deployed successfully, however upon post dilation with a 7mm x 60mm, the physician noted that there was a length difference in the stent, than the balloon. Investigation of cine images received from the procedure indicates the stent was deployed in an elongated configuration. The images of the deployed stent present indications of strut elongation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted.